Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage sling was implanted into the patient on (B)(6) 2010. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); other pain: stomach; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant nonsurgical treatments: the patient was treated with incontinence medication: lyrica. Treatment duration: 1.5 years. The patient was treated with other medication (please specify): amoxicillin - at the moment for the treatment of: antibiotics for utis. The patient was treated with pain medication: endep, toradol.